Event description:
62 year old patient had abdominal aortogram perfromed 5/5/94. Difficulty encountered attempting to advance guidewire through iliac artery. When catheter was removed it was noted that was mild shaving of the coating of the guidewire across the end of the needle.guidewire is available for inspection.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: other. The device was not destroyed/disposed of.